Manufacturer narrative:
An eval of the device cannot be performed as the device was retained by the customer and was not returned to the MFR. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should device or additional info become available, the eval summary will be submitted in a supplemental report. This is the same event as: MFR # 2249697-2011-01235.

Event description:
The surgeon, dr (B)(6), reported via fax that: "a (B)(6) pt underwent a surgical procedure of reconstruction on the knee due to gonarthritis on (B)(6) 2009. On (B)(6) 2011 the pt underwent an unanticipated revision surgery due to aseptic loosening of the implanted device. The primary procedure was performed in a different hospital, so there isn't info available on the surgical procedure performed on (B)(6) 2009.